Manufacturer narrative:
Patient code has been updated based on additional information provided: "there was no patient harm, because the system was closed and safe." Investigation results: a device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. No sample was provided by the customer for evaluation. Without a sample it is not possible to define the causes of the problem occurred to the customer. We will not undertake any correction in merit because without the sample it is not possible to define the causes of the problem occurred to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, the liner broke while suctioning during a procedure.